Event description:
Leaking, inconsistent trigger, inconsistent spray pattern, frosting confirmed complaint: bottle lost vacuum. Replaced bottle assembly, cleaned valve repair order 98052 1216677-2022-00099 wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Leaking, inconsistent trigger, inconsistent spray pattern, frosting. Confirmed complaint: bottle lost vacuum, replaced bottle assembly, cleaned valve. Repair order (B)(4). 1216677-2022-00099 wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 02/18/2014 under wo # (B)(4) and shipped on 02/28/2014. Manufacturing record review: DHR-154472 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: while no definitive root cause could be reliably determined, the potential cause may be that the unit was dropped or it could be normal wear and tear. Correction and/or corrective action the bottle was replaced and the valve was cleaned. The unit was tested and found to be acceptable and was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
Healthcare professional reported "leaking, inconsistent trigger, inconsistent spray pattern, frosting." Company representative confirmed "bottle lost vacuum."

Manufacturer narrative:
Investigation findings: this complaint unit was manufactured at csi on 18/feb/2014 and shipped on 28/feb/2014. Device history record was reviewed, and no non-conformities related to the complaint condition were noted. No additional service history records were found for this unit. A review of the two-year history of the same part number showed similar reported complaint condition. The complaint unit was returned on a repair on 11/mar/2022. Visual examination of the complaint unit revealed no physical damage, however, functional evaluation of the unit showed the unit did not function properly. The unit had lost its vacuum. Root cause: while no definitive root cause could be reliably determined, the potential cause may be that the unit was dropped or it could be normal wear and tear.